Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system ((B)(4)) false positive results were obtained on run 241.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results when using the bdmax sars-cov-2 reagents (ref# 445003) lot 0112137 was performed by the verification of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. Customer complained of a sudden increase of suspected false positive results when using the bdmax sars-cov-2 assay. Customer provided run #242 for investigation. Analysis curves of suspected false positive samples show that they look like real but late amplification. Moreover, the internal controls values were comparable from samples to samples. The udp parameters used by the customer have been compared to the package insert recommendations and it was found that there was no color compensation for the cy5 channel (n2 target). It could explain the false n2 positive results. Bd performed additional test with a set of known samples (four pos and for neg) and was compared results of customer bd max (ct1481) with a demo bd max. Noted that the same reagents were used for the test on both instruments. The demo bd max gave the expected results whereas the customer bd max gave seven positive and one negative results. There is no complaint trend for false positive results for the bd max sars-cov-2 reagent lot 0112137. The root cause for the customer issue was identified as inadequate udp parameters used. Bd cannot confirm the complaint based on the investigation that was performed since there is no product issue. No corrective and preventive action (CAPA) was initiated at this time. H3 other text : see h.10.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system (eua(B)(4)) false positive results were obtained on run 241.